Event description:
It was reported that the l1 drg lead was indicating high impedances through diagnostics. Surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. Therapy has been established post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.